Event description:
It has been reported to philips that an error message warning: write problem, images possibly lost was received. The procedure was aborted. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed and patient has been moved to another lab. A philips field safety engineer (fse) inspected the system onsite and confirmed that there is an issue in processing images. The engineer reinstalled software and bypassed the hard drive connections to motherboard but the issue persists. Then the engineer replaced the ippc and hard disks. After replacing ippc and hard disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.